Event description:
Initial result of valproic acid was 558 ug/ml. Rerun of pt sample recovered 41 ug/ml. It is not indicated if results were used to guide therapy. The field service rep found detergent in water dispense was too low. Field service rep performed appropriate adjustments and performed performance checks. All were within specification.